Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the promus premier ous mr 38 x 3.50mm stent delivery system was returned for analysis. Visual and tactile inspection revealed no issues. Microscopic inspection revealed no issues with the stent, balloon, or tip. However, a pinhole was identified in the midshaft, 2mm from the guidewire port when attempting to inflate. An attempt to inflate the balloon failed because of the pinhole. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. A clear cause of the pinhole within the midshaft cannot be determined. One possibility is that the device had interacted with another device causing a pinhole within the midshaft however the event description mentions no other ancillary devices used or any resistance during the procedure.

Event description:
Reportable based on device analysis completed on 19may2026. It was reportable that inflation failure occurred. The 38 x 3.50 promus premier ous mr drug-eluting stent was selected for treatment of the target lesion, but the stent balloon could not be inflated. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed a shaft pinhole.